Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2015 with the following findings: the pump powered on with a fully functional, clear display screen. The complaint of a blank display could not be confirmed or duplicated on investigation. Investigation revealed that the display lens was deeply scratched, making it difficult to read the display screen.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that when the pump was rebooted to clear an alarm, audible tones were functioning but the display screen remained blank. This complaint is being reported because the reported display issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.